Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: left atrial appendage occlusion in patients with atrial fibrillation and major gastrointestinal bleeding: outcomes from a multi-hospital health system b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "left atrial appendage occlusion in patients with atrial fibrillation and major gastrointestinal bleeding: outcomes from a multi-hospital health system", was reviewed. This research article is a prospective single-center experience to evaluate outcomes of left atrial appendage occlusion (laao) in patients with previous major gastrointestinal (gi) bleeding (mgib) to a propensity-matched control group with previous mgib pursuing continued oral anticoagulation (oac). The devices included in this study were watchman and amplatzer. The article concluded that laao in patients with previous mgib resulted in superior outcomes, including fewer major bleeding and stoke events with improved survival when compared to continues oac. [The primary and corresponding author was sandeep jain, heart & vascular institute, university of pittsburgh medical center, pittsburgh, pennsylvania, USA, with corresponding e-mail: jainsk@upmc.edu.] This study included patients implanted with an laao device and previous mgib from 01 january 2016 to 30 november 2022. A total of 633 patients were included in the study, of which an unknown amount received an abbott device. The average age was 76.8 years. The majority gender was unknown. Comorbidities included chronic obstructive pulmonary disease, hypertension, coronary artery disease/peripheral vascular disease, ischemic and hemorrhagic stroke, cirrhosis, chronic kidney disease, and cancer.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet device were reported in a research article in a subject population with multiple co-morbidities including chronic obstructive pulmonary disease, hypertension, coronary artery disease/peripheral vascular disease, ischemic and hemorrhagic stroke, cirrhosis, chronic kidney disease, and cancer. Complications reported included death, stroke, gastrointestinal hemorrhage, bleeding, hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: left atrial appendage occlusion in patients with atrial fibrillation and major gastrointestinal bleeding: outcomes from a multi-hospital health system. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "left atrial appendage occlusion in patients with atrial fibrillation and major gastrointestinal bleeding: outcomes from a multi-hospital health system", was reviewed. This research article is a prospective single-center experience to evaluate outcomes of left atrial appendage occlusion (laao) in patients with previous major gastrointestinal (gi) bleeding (mgib) to a propensity-matched control group with previous mgib pursuing continued oral anticoagulation (oac). The devices included in this study were watchman and amplatzer. The article concluded that laao in patients with previous mgib resulted in superior outcomes, including fewer major bleeding and stoke events with improved survival when compared to continues oac. [The primary and corresponding author was sandeep jain, heart & vascular institute, university of pittsburgh medical center, pittsburgh, pennsylvania, USA, with corresponding e-mail: jainsk@upmc.edu.] This study included patients implanted with an laao device and previous mgib from 01 january 2016 to 30 november 2022. A total of 633 patients were included in the study, of which an unknown amount received an abbott device. The average age was 76.8 years. The majority gender was unknown. Comorbidities included chronic obstructive pulmonary disease, hypertension, coronary artery disease/peripheral vascular disease, ischemic and hemorrhagic stroke, cirrhosis, chronic kidney disease, and cancer.